Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrel of bd emerald¿ luer slip syringe with needle was cracked, resulted in leakage.

Event description:
It was reported that barrel of bd emerald¿ luer slip syringe with needle was cracked, resulted in leakage.

Manufacturer narrative:
Investigation summary: one unit of customer returned sample and one photograph is available. Sample showed the evidence of a cracked barrel defect. DHR reviewed, found no non-conformities. The team inspected customer returned sample and confirmed a crack on barrel which shows that impact force acted on the barrel which caused damage. The team inspected suspected location on assembly and packaging machine where damage can occur. No suspected areas were found in plant. The assembly machine has an online leak detection system which was found working in place. 36 samples including 1 customer returned sample prepared by intentionally generating a crack on barrel similar to the customer returned sample were put in barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All 36 samples got rejected on the machine. Also, during in process quality checks no such defect was observed. There is a chance of damage to product during transportation and storage as well after dispatch. The unit package of product might have gotten collapsed and pressed due to external impact force of some other material stored above, causing stress / pressure on barrel and resulting in crack on syringe. However, our team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.